Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw (B)(4)) on 26-sep-2014. The most recent information was received on 10-jul-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine wall perforation"), pelvic inflammatory disease ("pelvic inflammatory disease"), device breakage ("there was a small fragment of coil at the left cornual region"), genital haemorrhage ("bleeding") and depression suicidal ("depression/suicidal thoughts") in an adult female patient who had essure (batch no. 787231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (((B)(6) 2008 and (B)(6) 2011).), toxemia, hellp syndrome, nickel sensitivity, urinary tract infection and fungal infection (candida species). Previously administered products included for an unreported indication: mirena from 2008 to 2010. Concurrent conditions included dysthymia, dysfunctional uterine bleeding and morbid obesity (bmi: 44.449). Concomitant products included lisdexamfetamine mesilate (vyvanse) since 2016 for add, alprazolam (xanax) since 2016 for anxiety, medroxyprogesterone acetate (depo-provera) from may 2011 to august 2011 for birth control, fluoxetine hydrochloride (prozac) since 2017 to september 2017 for depression, metformin since 2014 for polycystic ovarian syndrome as well as oral contraceptive nos from 2012 to 2013 and venlafaxine (effexor) from 2011 to 2013. In 2011, the patient experienced pelvic pain ("pelvic pain (sharp pain)"), abdominal pain ("abdominal pain"), arthralgia ("joint pain") and migraine ("migraines"). In (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced depression ("depression") and anxiety ("anxiety attacks / anxiety"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), depression suicidal (seriousness criterion medically significant) with mood swings, medical device site pain ("pain caused by essure in uterine wall"), menorrhagia ("heavy periods"), uterine leiomyoma ("fibroids"), amnesia ("memory loss"), dizziness ("dizziness"), headache ("headache"), alopecia ("hair loss"), urinary tract infection ("urinary tract infections"), cystitis ("bladder infections"), weight increased ("weight gain"), loss of libido ("loss of libido"), back pain ("back pain"), dysgeusia ("metallic taste in mouth"), lymphadenopathy ("swollen painful glands"), nausea ("nausea"), abdominal pain upper ("left side stomach pain (sharp pain)"), urticaria ("hives"), abdominal distension ("excessive bloating"), fatigue ("fatigue"), feeling abnormal ("fogginess") and device allergy ("hypersensitivity reaction to nickel or any other component of essure"). The patient was treated with surgery (bilateral salpingectomy ((B)(6) 2014) and total laparoscopic robotic-assisted hysterectomy ((B)(6) 2015)), surgery (bilateral salpingectomy ((B)(6) 2014) and total laparoscopic robotic-assisted hysterectomy ((B)(6) 2015)), surgery and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic inflammatory disease, device breakage, genital haemorrhage, depression suicidal, medical device site pain, menorrhagia, uterine leiomyoma, amnesia, headache, urinary tract infection, cystitis, loss of libido, arthralgia, back pain, dysgeusia, lymphadenopathy, nausea, urticaria, feeling abnormal, migraine and device allergy outcome was unknown, the pelvic pain, abdominal pain, dizziness, alopecia, weight increased, abdominal pain upper, abdominal distension and fatigue had resolved and the depression and anxiety had not resolved. The reporter provided no causality assessment for alopecia, amnesia, cystitis, device breakage, dizziness, dysgeusia, headache, loss of libido, lymphadenopathy, menorrhagia, urinary tract infection, uterine leiomyoma and weight increased with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, anxiety, arthralgia, back pain, depression, depression suicidal, device allergy, fatigue, feeling abnormal, genital haemorrhage, medical device site pain, migraine, nausea, pelvic inflammatory disease, pelvic pain, urticaria and uterine perforation to be related to essure. The reporter commented: approximate weight at the time of essure placement: 195. Per medical record: insertion details: ostium were easily seen. Essure placed on the right side with 1 coil seen, and on the left side with 3 coils seen. There was no excessive bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.4 kg/sqm. (B)(6) 2011-essure confirmation test: dye test. (B)(6) 2014, pathology report revealed segments, bilateral fallopian tubes: complete cross section, both segments, both tube segments contain coils. Gross: the proximal aspect of each tube reveals a coiled segment of silver metallic material, each 0.1cm diameter, 1.5 and 2.5 cm in length. (B)(6) 2013-ultrasound: left pelvic pain. Does not clearly demonstrate definitive intrauterine device, may be due to poor visualization or displacement. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: genital haemorrhage, headache, pelvic pain, abdominal pain, nausea, depression, menorrhagia, fatigue, device breakage . Most recent follow-up information incorporated above includes: on 10-jul-2018: this case is medically confirmed. The reporter information was updated. Her demographic was updated. Her concurrent conditions were added. Lab data was added. Essure lot number was added. Per medical record: event: there was a small fragment of coil at the left cornual region was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5037143) on 26-sep-2014. The most recent information was received on 04-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine wall perforation"), pelvic inflammatory disease ("pelvic inflammatory disease"), device breakage ("there was a small fragment of coil at the left cornual region"), genital haemorrhage ("bleeding") and depression suicidal ("depression/suicidal thoughts") in an adult female patient who had essure (batch no. 787231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (((B)(6) 2008 and (B)(6) 2011).), toxemia, hellp syndrome, nickel sensitivity, urinary tract infection and fungal infection (candida species). Previously administered products included for an unreported indication: mirena from 2008 to 2010. Concurrent conditions included dysthymia, dysfunctional uterine bleeding and morbid obesity (bmi: 44.449). Concomitant products included lisdexamfetamine mesilate (vyvanse) since 2016 for add, alprazolam (xanax) since 2016 for anxiety, medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 to (B)(6) 2011 for birth control, fluoxetine hydrochloride (prozac) since 2017 to (B)(6) 2017 for depression, metformin since 2014 for polycystic ovarian syndrome as well as oral contraceptive nos from 2012 to 2013 and venlafaxine (effexor) from 2011 to 2013. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain ("pelvic pain (sharp pain)"), abdominal pain ("abdominal pain"), arthralgia ("joint pain") and migraine ("migraines"). In 2012, the patient experienced depression ("depression") and anxiety ("anxiety attacks / anxiety"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), depression suicidal (seriousness criterion medically significant) with mood swings, medical device site pain ("pain caused by essure in uterine wall"), menorrhagia ("heavy periods"), uterine leiomyoma ("fibroids"), amnesia ("memory loss"), dizziness ("dizziness"), headache ("headache"), alopecia ("hair loss"), urinary tract infection ("urinary tract infections"), cystitis ("bladder infections"), weight increased ("weight gain"), loss of libido ("loss of libido"), back pain ("back pain"), dysgeusia ("metallic taste in mouth"), lymphadenopathy ("swollen painful glands"), nausea ("nausea"), abdominal pain upper ("left side stomach pain (sharp pain)"), urticaria ("hives"), abdominal distension ("excessive bloating"), fatigue ("fatigue"), feeling abnormal ("fogginess") and device allergy ("hypersensitivity reaction to nickel or any other component of essure"). The patient was treated with surgery (bilateral salpingectomy ((B)(6) 2014) and total laparoscopic robotic-assisted hysterectomy ((B)(6) 2015)), and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic inflammatory disease, device breakage, genital haemorrhage, depression suicidal, medical device site pain, menorrhagia, uterine leiomyoma, amnesia, headache, urinary tract infection, cystitis, loss of libido, arthralgia, back pain, dysgeusia, lymphadenopathy, nausea, urticaria, feeling abnormal, migraine and device allergy outcome was unknown, the pelvic pain, abdominal pain, dizziness, alopecia, weight increased, abdominal pain upper, abdominal distension and fatigue had resolved and the depression and anxiety had not resolved. The reporter provided no causality assessment for alopecia, amnesia, cystitis, device breakage, dizziness, dysgeusia, headache, loss of libido, lymphadenopathy, menorrhagia, urinary tract infection, uterine leiomyoma and weight increased with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, anxiety, arthralgia, back pain, depression, depression suicidal, device allergy, fatigue, feeling abnormal, genital haemorrhage, medical device site pain, migraine, nausea, pelvic inflammatory disease, pelvic pain, urticaria and uterine perforation to be related to essure. The reporter commented: approximate weight at the time of essure placement: 195. Per medical record: insertion details: ostium were easily seen. Essure placed on the right side with 1 coil seen, and on the left side with 3 coils seen. There was no excessive bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.4 kg/sqm. (B)(6) 2011-essure confirmation test: dye test. (B)(6) 2014, pathology report revealed segments, bilateral fallopian tubes: complete cross section, both segments, both tube segments contain coils. Gross: the proximal aspect of each tube reveals a coiled segment of silver metallic material, each 0.1cm diameter, 1.5 and 2.5 cm in length. (B)(6) 2013-ultrasound: left pelvic pain. Does not clearly demonstrate definitive intrauterine device, may be due to poor visualization or displacement. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: genital haemorrhage, headache, pelvic pain, abdominal pain, nausea, depression, menorrhagia, fatigue, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5037143) on 26-sep-2014. The most recent information was received on 22-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine wall perforation"), pelvic inflammatory disease ("pelvic inflammatory disease"), genital haemorrhage ("bleeding") and depression suicidal ("depression/suicidal thoughts") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (((B)(6) 2008 and (B)(6) 2011).), toxemia, hellp syndrome and nickel sensitivity. Previously administered products included for an unreported indication: mirena from 2008 to 2010. Concomitant products included lisdexamfetamine mesilate (vyvanse) in 2016 for add, alprazolam (xanax) in 2016 for anxiety, medroxyprogesterone acetate (depo-provera) in (B)(6) 2011 for birth control, fluoxetine hydrochloride (prozac) in 2017 for depression, metformin in 2014 for polycystic ovarian syndrome as well as oral contraceptive nos in 2012 and venlafaxine (effexor) in 2011. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain ("pelvic pain (sharp pain)"), abdominal pain ("abdominal pain"), arthralgia ("joint pain") and migraine ("migraines"). In 2012, the patient experienced depression ("depression") and anxiety ("anxiety attacks / anxiety"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), depression suicidal (seriousness criterion medically significant) with mood swings, uterine pain ("pain caused by essure in uterine wall"), menorrhagia ("heavy periods"), uterine leiomyoma ("fibroids"), amnesia ("memory loss"), dizziness ("dizziness"), headache ("headache"), alopecia ("hair loss"), urinary tract infection ("urinary tract infections"), cystitis ("bladder infections"), weight increased ("weight gain"), loss of libido ("loss of libido"), back pain ("back pain"), dysgeusia ("metallic taste in mouth"), lymphadenopathy ("swollen painful glands"), nausea ("nausea"), abdominal pain upper ("left side stomach pain (sharp pain)"), urticaria ("hives"), abdominal distension ("excessive bloating"), fatigue ("fatigue"), feeling abnormal ("fogginess") and hypersensitivity ("hypersensitivity reaction to nickel or any other component of essure"). The patient was treated with surgery (fallopian tubes removal and hysterectomy) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic inflammatory disease, genital haemorrhage, depression suicidal, uterine pain, menorrhagia, uterine leiomyoma, amnesia, headache, urinary tract infection, cystitis, loss of libido, arthralgia, back pain, dysgeusia, lymphadenopathy, nausea, urticaria, feeling abnormal and migraine outcome was unknown, the pelvic pain, abdominal pain, dizziness, alopecia, weight increased, abdominal pain upper, abdominal distension and fatigue had resolved and the depression and anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, anxiety, arthralgia, back pain, depression, depression suicidal, fatigue, feeling abnormal, genital haemorrhage, hypersensitivity, migraine, nausea, pelvic inflammatory disease, pelvic pain, urticaria, uterine pain and uterine perforation to be related to essure. The reporter provided no causality assessment for alopecia, amnesia, cystitis, dizziness, dysgeusia, headache, loss of libido, lymphadenopathy, menorrhagia, urinary tract infection, uterine leiomyoma and weight increased with essure. The reporter commented: approximate weight at the time of essure placement: (B)(6). Tubes removed on (B)(6) 2014, hysterectomy on (B)(6) 2015. Diagnostic results: (B)(6) 2011-essure confirmation test: dye test. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new reporters added, patients demographics updated. Historical conditions and drugs added. Concomitant drugs added. New events added. "Essure legal manufacture has changed from bayer healthcare, llc,(B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.